Event description:
It was reported that doctor at the bedside to remove drain due to registered nurse and neuro nurse practitioner having difficulty. When they removed the drain, the end was noted to be broken. Lumbar x-ray was ordered, and informed patient of additional surgery needed to remove the fragment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, doctor at the bedside to remove drain due to registered nurse and neuro nurse practitioner having difficulty. When they removed the drain, the end was noted to be broken. Lumbar x-ray was ordered, and informed patient of additional surgery needed to remove the fragment. Per additional information received via mail on 16sep2025, patient had to return to the operation room for removal. Subcutaneous exploration of lumbar incision with removal of retained drain fragment was performed. Troubleshooting was performed at bedside by rn, aprn, and neurosurgeon. Neurosurgeon came to bedside. Removed drain and noted the end of the drain may have broken off and was retained. Retained object confirmed by x-ray.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it states, instructions for use: 8. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound. Warnings: 10. To avoid the possibility of drain damage or breakage, please follow these steps: a. Avoid suturing through drains. B. Drains should lie flat and in line with the skin exit areas. C. Particular care should be taken to avoid any obstacles to the drain exit path. D. Drains should be checked for free motion during closure to minimize the possibility of breakage. E. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. F. Surgical removal may be necessary if drain is difficult to remove or breaks. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.